Event description:
Malfunctioning equipment: lina xcise (no specifics on the 'malfunction' from reporter). No harm to the patient. An espiner bag was placed through the umbilical trocar for morcellation within a pseudopneumoperitoneum. The specimen placed within the bag and the bag secured through the umbilical incision. The pseudopneumoperitoneum was established within the bag and a 5 mm trocar was placed into the bag from the lateral trocar site. The balloon was inflated and secured this trocar in place. The morcellator was placed at the umbilical trocar site within the espiner bag. The uterus was morcellated and removed from the pelvis. The bag was then removed. Pneumoperitoneum was reestablished. The patient's pelvis was inspected and hemostasis was confirmed. No complications.